Event description:
It was reported that the patient was seen in the emergency room for t-wave oversensing which was resloved by reprogramming the sensing from true bipolar to integrated bipolar. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant: 5554-53 implantable pacing lead (B)(6) 2003; d224drg defibrillator (B)(6) 2009. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.